Event description:
Patient reported experiencing elevated blood glucose levels on (B)(6) 2011. Patient stated, she changed the infusion set needle often and thinks the infusion device does not deliver the basal rate correctly. Patient reported, she ate nothing but had a blood glucose level over 300 mg/dl. Patient's normal blood glucose level was not provided. Patient stated on (B)(6) 2011, she switched to her backup infusion device. Patient reported, she programmed the same basal rate and since that time her blood glucose level has been okay. Patient stated, she experienced an electric shock on (B)(6) 2011 while on the construction site. Patient reported, the infusion device was not the cause. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.